Event description:
Information was received from a consumer regarding a patient currently receiving morphine via an implanted pump. The pump had previously delivered fentanyl. The indication for pump use was spinal pain. The patient called stating that they wanted to know where they could find the dosage and amount of a bolus they were getting. The agent assisted the patient with connecting to the pump and accessing the therapy details. While connecting to the pump, the patient stated that sometimes it (the connection) sticks at 91% but the patient was able to connect well on the call. The patient read, ¿morphine daily dose 2.598 mg/day and morphine bolus .300 mg¿ and mentioned seeing an expected 17 minute lockout. Per the patient, the difficulties connecting had been going on since the pump was implanted.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.